Event description:
The customer reported obtaining low patient results and low anion gaps for ion selective electrode (ise) analytes on their dxc 700 au clinical chemistry analyzer. The customer did not release the low results out of the laboratory. Upon repeat the patient sample on another dxc analyzer, the customer then released the results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and found a bent mix bar and bubbles in the ise buffer valves. The fse replaced the mix bar and ise buffer valves to resolve the issue. The fse performed ise calibration and quality control, which all passed. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).